Event description:
The customer reported obtaining a non-reproducible elevated troponin I (access accutni+3) result for one (1) patient involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The customer reanalyzed the patient's sample the following day ((B)(6) 2015) on their alternate unicel dxi 800 access immunoassay system (serial number (B)(4)) and obtained a lower result within the normal reference range of the assay. The initial elevated result was released from the laboratory. There was a report of a change in patient treatment associated with this event as the patient was administered a heparin bolus and subsequently placed on a heparin drip in association with the elevated access accutni+3 result obtained. Quality controls (qc), assay calibration, system check parameters and precision testing were all performing within published specifications at the time of the event. The patient's sample was collected in a lithium heparin tube with a gel separator. Centrifugation time and speed were not supplied by the customer for this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.

Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse performed verification testing including a high sensitivity system check and precision test. All verification testing passed within published performance specifications. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information. (B)(4).